Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a network issue. A technical support specialist dialed into the server; station communicated well. No issue found on our end. It was a network issue, which the customer resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es multiple devices were not communicating. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.